Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were unknown. No further information was provided regarding the treatment for the peritonitis, whether the patient was hospitalized for the event, or if dianeal therapy was ongoing. No additional information is available.